Manufacturer narrative:
Unit received with blank flashing white lcd due to cracked on lcd controller. Unable to verify missing segments/ partial display due to blank flashing white lcd. Unit received with cracked retainer, minor scratched display window, fading serial number label and scratched case.

Event description:
The customer reported via phone call that the insulin pump was flashing and alarming. The patient¿s blood glucose level was unknown at the time of the incident. Issue was not resolved by troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump was not received in stuck manufacturing mode. Unit was received with blank flashing white lcd due to cracked on lcd controller. Unable to verify missing segments/partial display due to blank flashing white lcd. Unit was received with cracked retainer, minor scratched display window, fading serial number label and scratched case.